Event description:
It was reported "the 5fr bilumen arrow PICC catheter was inserted without complications and a single puncture was made in the basilic vein of the left upper limb, under ultrasound guidance for vascular access. After the catheter was inserted, the proper position of the catheter was verified by x-ray. At this point, the catheter was coiled in the forearm and the tip of the catheter was at the level of the subclavian vein. Therefore, an attempt was made to reposition the catheter but resistance was encountered, so it was decided not to advance the catheter and all the devices were slowly removed. Hemostasis was performed, distal pulses and perfusion of the limb were verified, which was normal." The catheter was not changed at the time. There was no patient harm or injury. The patient's current condition is reported as "unknown" at this time.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "the 5fr bilumen arrow PICC catheter was inserted without complications and a single puncture was made in the basilic vein of the left upper limb, under ultrasound guidance for vascular access. After the catheter was inserted, the proper position of the catheter was verified by x-ray. At this point, the catheter was coiled in the forearm and the tip of the catheter was at the level of the subclavian vein. Therefore, an attempt was made to reposition the catheter but resistance was encountered, so it was decided not to advance the catheter and all the devices were slowly removed. Hemostasis was performed, distal pulses and perfusion of the limb were verified, which was normal." The catheter was not changed at the time. There was no patient harm or injury. The patient's current condition is reported as "unknown" at this time.